Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Upon arrival, the fse was able to replicate the reported issue of ssc power on failure. There was no led indicator on the power button. The fse moved the simulator into new power outlet and simulator had power. The fse replaced the medical grade power supply (mgps). The fse then plugged the ssc into a power outlet, and the system powered on. The fse also noted that the wall outlet in the room had neutral and hot outlets reversed. The fse informed the hospital to have the outlet inspected. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicate the customer reported complaint. Upon visual inspection, the fan was noted to be dirty. The mgps unit was installed into a printed circuit assembly (pca) test system and failed to power on the test ssc.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the surgeon side console (ssc) was found to have no power. It was reported that the issue was identified when the surgeon was sitting down to start the case. It was reported that the patient was in the room, the patient side cart (psc) was docked, and instruments were installed at the time of identifying the issue. The customer reportedly elected to convert to open surgery due to the ssc not powering on and did not call the issue in at the time of its occurrence. The clinical sales representative (csr) stated that he went into the room after the case to troubleshoot the issue. The customer plugged the simulator into the same outlet that the ssc was plugged into and the simulator powered on. The technical support engineer (tse) asked what status the ssc breaker was in and the csr stated the 1 position. No troubleshooting was attempted due to the csr not being in the room at the time of the call. The tse reviewed logs and noted no errors. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the open surgery was completed successfully.